Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a temperature issue due to overheating of the heater pan. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The manufacturing record review was performed which revealed that the device had not been serviced in the past 12 months. The heater pan, the accom, the thempomon and the thermo board were checked and they were found in a good condition. The heater pan was working correctly. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.